Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed for an single leaflet device attachment (slda). It was reported that on (B)(6) 2022, a patient presented with grade 4+ mixed mitral regurgitation (mr), valve annulus, a rotated heart, and leaflet calcification. There were transseptal puncture difficulties due to a small fossa, which were ultimately performed successfully, and difficult imaging due to calcification on the leaflets. After implanting an ntw clip, the device detached from the posterior leaflet. A second clip was implanted to stabilize the single leaflet device attachment (slda), reducing the mr to 1. There were no adverse patient effects, observed tissue damage, or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the device detaching from the posterior leaflet and poor imaging resolution was due to pre-existing patient leaflet calcification. The reported unexpected medical intervention was a result of case-specific circumstances as a new clip was used to stabilize the slda clip. There is no indication of a product quality issue with respect to manufacturing, design or labeling.na